Event description:
As reported by the equinoxe shoulder study, the patient, (B)(6), had an initial left tsa on (B)(6) 2019. Patient (B)(6) presented on 01-mar-2020 with instability / subluxation. Patient describes 2 subluxation episodes at home; both "self-reduced." The case report form indicates that this event is possibly related to device and/or to procedure. Outcome is resolved on 01-apr-2021 with deltoid strengthening exercises. Due to clinical study, no devices will be returned for evaluation.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 320-31-40 - glenosphere, 40mm: (B)(6). 300-01-14 - equinoxe humeral stem primary press fit 14mm: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0:(B)(6). 320-35-01 - small glenoid plate: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.